Event description:
This spontaneous case report was received by regulatory authority in (B)(4) on 17-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2013, essure (fallopian tube occlusion insert) was placed. Her complaints started 1 month after procedure. In an unspecified date the consumer experienced pain in pelvis female, increase or heavy blood loss during menstruation, pain in legs, pain in abdomen, pain in head, lower back pain, suspicion of heel spur; especially left side is painful, tiredness, mood swings, memory loss, and concentration problems. Those events led her to problems with movements. In an unspecified date she contacted her physician. MRI was performed; however, the results were not provided. She was treated with injection against heel spur; did not work. Unspecified treatment was planned. Company causality comment: this spontaneous case report was received via regulatory authority refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in pelvis female. Pain in pelvis female is listed in the reference safety information for essure. Pelvic, abdominal, and back pain of varying intensity and length of time may occur and persist following essure placement. In this particular case, it was reported that consumer had a suspicion of a heel spur. This could alternatively explain the reported problems with movements (seen as disability). However, considering the nature of the events, a causal relationship between pain in pelvis female and essure cannot be excluded. Therefore, this case will be regarded as incident. Other non-serious events were reported. Technical analysis has been requested.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 20-oct-2016: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-oct-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 1708 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous case report was received via regulatory authority refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in pelvis female. Pain in pelvis female is listed in the reference safety information for essure. Pelvic, abdominal, and back pain of varying intensity and length of time may occur and persist following essure placement. In this particular case, it was reported that consumer had a suspicion of a heel spur. This could alternatively explain the reported problems with movements (seen as disability). However, considering the event's nature, a causal relationship between pain in pelvis female and essure cannot be excluded. Therefore, this case will be regarded as incident. Other non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible.